Manufacturer narrative:
Correction made to f2: the user facility submitted medwatch (B)(4) for this event (previously submitted as (B)(4)). H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. Device manufacturer address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continuous renal replacement therapy (crrt) machine (non-baxter product) continued to run without an alarm while being used with clearlink system continu-flo solution set. The pumped was programmed for insulin guttae (drops) infusing at 6.5 cc per hour. It was further reported that the clearlink system continu-flo solution set was clamped. This issue was identified during use on a patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.